Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient developed a skin reaction with itching, inflammation, drainage, and infection extending beyond the patch perimeter. The skin was prepped with alcohol prior to sensor insertion. The patient was taken to the emergency room (ER) by his parents because the patient scratched the skin reaction making it worse. The doctor prescribed oral cephalexin for the skin reaction as it did have signs of infection present. At the time of the report, the patient was doing fine. No additional patient or event information is available.